Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Low voltage conductor 4 was extrinsically fractured due to pulling/stretching/overstress. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead was front loaded over a guidewire with no issues. It was noted when the physician attempted to remove the wire, to try a different wire, it could not be removed. A new lead was implanted. No patient complications have been reported as a result of this event.